Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a coyote nc balloon catheter. The balloon was loosely folded with blood in the lumen and balloon. There was a pinhole directly over the distal markerband. There is no indication the device was inflated over rbp. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the left femoral artery. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified left artery below the knee. After a non bsc guidewire crossed the lesion, a 3.0mm x 30mm x 143cm fg coyote nc mr (nc quantum apex(tm)) balloon catheter was advanced for dilatation. However, during 1st inflation at 10 atmospheres for 10 seconds, the gauge of the indicator would not rise. When the device was removed completely from the patient and checked outside the patient, it was noted that the balloon had ruptured longitudinally. The procedure was completed with a 4mm non bsc balloon. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the left femoral artery. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified left artery below the knee. After a non bsc guidewire crossed the lesion, a 3.0mmx30mmx143cm fg coyote nc mr (nc quantum apex) balloon catheter was advanced for dilatation. However, during 1st inflation at 10 atmospheres for 10 seconds, the gauge of the indicator would not rise. When the device was removed completely from the patient and checked outside the patient, it was noted that the balloon had ruptured longitudinally. The procedure was completed with a 4mm non bsc balloon. No patient complications were reported and the patient's status was good.